Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: when did event occur?- intra-op. During use on patient? Any patient consequence? No. Was procedure completed successfully? And how? Yes, used alternative product.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture was detached from the needle. A like device was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Batch manufacturing records of nw2303/t7010 was reviewed for any process deviation but no deviation was observed. Finished goods tests reports was reviewed for tensile strength value and needle pull-off value found to meet the specification requirement. Additional: we received 01 opened complaint sample zipper tray, lid suture and needle for code nw2303 lot t7010.the foil pack was not returned along with complaint sample. The suture material was visually inspected and observed to be in partially disintegrated condition. Returned needle was visually inspected under 10x magnification and found satisfactory. Five retain samples of incident codes and lot number were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for knot pull tensile strength test and found to meet the specification. As a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the above analysis, it is evident that there was no issue related to the suture quality and processing of this incident lot. As the complaint is related to pull off suture needle, needle pull-off test is applicable & measurable parameter. Needle pull off test was performed over five retain samples to check the behavior of the suture material. All the individual as well as average needle pull off test values were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot.